Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, pacing inhibition was noted after implant of left ventricular assist device (lvad) which was due to oversensing. Device interrogation revealed intermittent r wave sensing which was inappropriate due to myopotential oversensing. Sensing noise was also noted due to lvad. Programming changes were made. The patient was stable.